Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #2134265-2014-05550. It was reported that stent damage occurred. A 3.00x8mm promus premier¿ stent was selected to treat the lesion; however, the device was not able to cross the target lesion. It was noted that the stent strut was raised. The procedure was completed with a different device. No patient complications were reported.